Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous distal left circumflex artery. A 12mm x 2.50mm nc quantum apex balloon catheter was advanced to predilate the lesion. The balloon was initially inflated at 16 atmospheres. Upon the second inflation, the balloon ruptured at 16 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).